Event description:
Surgical instrument damage resulting in explantation

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation. Updates made to the following sections: b3, b4, g6, h2, and h10.

Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Surgical instrument damage resulting in explantation.